Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a cartridge alarm (cartridge alarm 19) during pumping. The customer's blood glucose level was over 400 mg/dl. Reportedly, the customer was ultimately able to load a cartridge successfully. The customer continued to use the pump for insulin therapy.